Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported the drive support cap was sticking out from the insulin pump. Customer's blood glucose was over 200 mg/dl. The customer reportedly held the drive support cap in, possibly while connected. Customer was advised to follow a back-up plan and that the insulin pump would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with detached end cap, severely scratched display window, cracked reservoir tube and missing end cap sticker. The drive support was inspected and no anomaly was noted.